Manufacturer narrative:
Initial and final MDR 1899758 - MDR 3003442380-2024-08428 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive events with 2 infusion sets as they fell off during use after being used for 6 hours. Patient confirmed to be involved in physical activity/sweating, swimming, or bathing at time of event. Patient confirmed use of skin tac as an adhesive aid. Patient's blood glucose at the time of event was 175mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.